Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Edwards received notification that a patient with a valve model 7300tfx29mm underwent a valve-in-valve procedure after an implant duration of four (4) years and three (3) months due to degeneration leading to stenosis (gradient 4mmhg) and regurgitation. A 29mm sapien 3 valve was successfully implanted within the edwards surgical valve using the transfemoral approach. The patient did well after the procedure and was discharged.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology with structural valve deterioration. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 7300tfx29mm underwent a valve-in-valve procedure after an implant duration of four (4) years and two (2) months due to degeneration leading to stenosis (gradient 4mmhg). A 29mm sapien 3 valve was successfully implanted within the edwards surgical valve using the transfemoral approach. The outcome was good.